Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 5 events were reported for this quarter. Product return status, 4 devices were received, 1 device investigation type has not yet been determined. Evaluation findings (results/components), device: degradation problem identified / part/component/sub-assembly term not applicable, 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable, 2 devices: degradation problem identified, wear problem / rod/shaft, 1 device: wear problem / housing. Product disposition, 4 devices: scrapped by stryker, 1 device: product disposition is not yet determined. Additional information, 5 devices were not labeled for single-use, 5 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 5 events for the failure: material disintegration, 3 events had problem identified before clinical use/exposure; there was no patient involvement, 1 event had insufficient information, 1 event had no health consequences or impact.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 4 events for the failure: material disintegration. 3 events had problem identified before clinical use/exposure; there was no patient involvement. 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99412. Supplemental rationale: corrected data: b5, h1, h6, h11. 5 events were previously reported during the reporting quarter. However, 1 event was reported in error. 4 previously reported events are included in this follow-up record. Product return status: 4 devices were received. Evaluation findings (results/components): 1 device: degradation problem identified / part/component/sub-assembly term not applicable. 2 devices: degradation problem identified, wear problem / rod/shaft. 1 device: wear problem / housing. Product disposition: 4 devices: scrapped by stryker.